Event description:
It was reported that the patient presented to the ER for unrelated reasons, and began to experience chest pains while being evaluated. It was noted that the patient had elevated troponin and the lad was stented. During the procedure an EKG indicated pericarditis. Upon interrogation of the device, loss of capture, increased pacing lead impedance, and low sensing were observed. The lead was found to have dislodged causing a perforation. The lead was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
Evaluation description: analysis was normal. No anomaly was found. A lead tip stiffness was performed and the lead was found to be within specification.